Manufacturer narrative:
Concomitant medical products - medical products and therapy date. Detail of product: item number 0100402055; item name revitan prox. Cylindrical 55; lot # unknown. The manufacturer received x-rays and other source documents for review. The device was received, the investigation is pending. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to implant fracture.

Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Update d10: concomitant medical products: item# 01.00402.055, lot# 2664411, revitan prox. Cylindrical 55. Item# 01.00126.361, lot# 2631766, allo-c csf hooded dural 61/28. Item# 00-8775-028-02, lot# 2667869, biolox delta, ceramic femoral head, m, 28/0, taper 12/14. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: breakage, loosening no lot trigger: only 1 similar investigated event for the lot number 2663202 has been found review of event description: it was reported that there was a revision surgery of a revitan stem due to implant fracture. Received pictures show a fracture of the pin of the distal revitan stem. Review of received data: two pelvis overviews were received, one undated and one with a taken date of (B)(6) 2019. It seems that the undated x-ray is the same as the one taken on (B)(6) 2019. The x-rays show a revitan stem with the proximal part slightly tilted to medial. Along the lateral side of the proximal stem part a gap is seen. The gap is bordered on the bone side by sclerosis. Above and below the trochanter minor there are cerclage wires around the femur. For the cerclage below the trochanter minor a smaller diameter cerclage wire oriented towards distal can be seen. At this location, a radiolucent zone is seen on the medial side of the femur, probably due to the situation after the previous subtrochanteric fracture. The inclination angle of the cup is approximately 55°. Implantation report of (B)(6) 2012. Diagnosis mechanical complication with a joint endoprosthesis subtrochanteric fracture. Indication. State after the patient had a total hip replacement in the left hip by means of a conical zweymüller cup and a cementless zweymüller stem. This took place in 2003 in another hospital. The patient had a fall and suffered a periprosthetic subtrochanteric fracture of the femur. Revision surgery is planned and, depending on the intraoperative state, a change to a revitan stem or a prosthesis-preserving plate osteosynthesis. Procedure. The approach is broadly from lateral. The old operation scar cannot be used and it is too far dorsal at an assumed atypical dorsal approach. The subcutaneous fatty tissue is severed electrosurgically. There is extensive scar formation around the hip prosthesis making the access to the acetabulum more difficult and tedious. After sufficient resection of the neocapsule and the scar tissue, inspection of the femur fracture can be done. It can be seen that the stem does not have a secure hold in the trochanter major or in the femoral canal. Therefore, the prosthesis revision is indicated. The joint is dislocated and then the prosthesis is effortlessly removed. Fracture hematomas are removed from the proximal femur area and reduction of the fracture fragments is done using reduction forceps. Subsequently, three titanium cerclage wires are installed for fracture stabilization. The preoperative planning determined the use of a 200 mm long, 18 mm thick revitan stem. Accordingly, the femoral canal cavity is bored up to 16 mm diameter. Then the cavity is gradually widened with the revitan rasps. This finally succeeds up to rasp size 20 mm with a length of 200 mm for a proximal part of size 55 mm. A trial reduction is made with the corresponding rasp and the proximal part of the prosthesis. This succeeds without problems, however, with an increase in external rotation. A somewhat increased anteversion must be set for the definitive prosthesis. At the same time a discrete extension of the operated leg remains, but this should be tolerated given the findings. The trial components are removed and the entire site is washed with high-jet lavage. The prosthetic components are mounted on the instrument table and then the assembled revitan stem is implanted. With moderate force application, it is possible to insert the stem to the desired position. A biolox head, size 32s, is placed. The subsequent reduction succeeds effortlessly. There is a proper articulation without dislocation tendency. Both legs have the same length. Further washing with high-jet lavage is done as well as a final check with image intensifier. Redon-drainages are inserted and the wound is closed. Devices analysis: - visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 4 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces show a fatigue fracture starting from the lateral side . The medial end of the fracture surfaces is polished to a shine while on the lateral side some blackish deposits can be seen . The edges of the proximal fracture surface are partially polished and deformed. On the distal fracture surface several scratches can be seen. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem several scratches and nicks can be observed. These derived most probably from the revision surgery. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. On the proximal fracture part of the connection pin there is an almost circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a) revealed polishing, smeared material, fretting and corrosion. On the lateral side of the stripe a transverse crack can be observed. Adjacent to the stripe joins the original surface followed by the blasted area. On the blasted surface of the pin an area with smearing can be noticed on the medial side. On the distal two thirds of the revitan stem bone attachments are visible. Removal damage in the form of scratches and drill marks can be recognized on the anchoring surface. Additional damage from revision surgery can be seen on the face surface and on the inner side of the stem body. A slight worn area is seen on the inner medial side of the distal stem body. This derived most probably from contact with the proximal part of the connection pin after the fracture. A small area with a polished pattern can be observed on the medial side of the face surface. The allo-c csf hooded durasul insert shows damage from revision surgery in the form of coarse scratches, cuts and a drill hole. In one location, the inner edge of the rim shows a sickle-shaped deformation. This could possibly point to an impingement with the stem¿s neck. Numerous fine and few coarse scratches can be observed with the unaided eye on the articulation surface. Further investigation of the articulation surface under the microscope (leica dmrx), at 100- times magnification in bright field (bf), reveals an unloaded area where the machining marks are still recognizable. In the loaded area the machining marks are obliterated or only partially visible. The color code on the packaging in which the retrievals were received indicates that the components were steam sterilized. Due to this fact it can be considered that the insert is no longer in the same condition as after its removal. In the as-received condition the biolox delta head and the proximal part of the revitan stem were still assembled. For further investigation the parts were disassembled. Before the disassembly the stem to head position was marked. The head taper shows the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem and the material track probably from its removal. Some metallic smearing can be noticed on the bottom bevel of the head. Review of product documentation: all involved devices are intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - surgical technique for revitan curved stem was reviewed. Conclusion summary the investigation results did not identify a non-conformance or a complaint out of box (coob). Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. According to the received documentation, on (B)(6) 2012 the patient had a revision of the left hip prosthesis due to a periprosthetic subtrochanteric fracture of the femur after a fall. During this surgery the femur fracture fragments were reduced and stabilized using three titanium cerclage wires and a revitan stem was implanted. The revitan stem was revised after approximately 6 years and 4 months in vivo because of its fracture. The latter occurred due to fatigue in the non-blasted area of the connection pin some millimeters below the proximal end of the distal part. The fracture started on the lateral side of the pin. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a half circumferential stripe revealing a mixture of surface changes. It is unknown if these surface changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. On the x-rays at hand, taken before revision surgery, a gap is visible on the lateral side of the proximal part of the revitan stem which is bordered on the bone side by sclerosis. With no complete x-ray follow-up at hand, the bone situation from immediately after the implantation (involving a periprosthetic subtrochanteric fracture as reported in the implantation report) and how it developed over time in vivo stays unknown. Based on the above described findings it can only be hypothesized that the revitan stem did not have sufficient proximal bone support. This in combination with other factors, e.g. The surface changes observed on the connection pin, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. As there is no patient information at hand (e.g. Bmi, type and level of physical activity, complete medical history, etc.) Any influencing factors that may result from these aspects remain unknown. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products: - item# 01.00402.055, lot# 2664411, revitan prox. Cylindrical 55, - item# 01.00126.361, lot# 2631766, allo-c csf hooded dural 61/28, - item# unknown, lot# unknown, biolox head hip impl win gen. Completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).